Manufacturer narrative:
Cmp-(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported the screen is bent. Timing of event was after surgery. There was no harm, no delay reported. It was reported that no further information is available.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -the event is confirmed. -review of the most recent repair record determined the unit was confirmed to have a bent comb. The comb was replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.